Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient's attorney reporting allegations of nose irritation, asthma, inflammatory response. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dream station auto CPAP device's sound abatement foam. The patient's attorney reporting allegations of nose irritation, asthma, inflammatory response. No other clinical information or medical interventions were reported. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation, manufacturer initialted the therapy with the device and verified air flow, using a known good supllied power and power cord, pil used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was most likely external to the device. Manufacturer 'was unable to address the symptoms specified. During the investigation technician observed unknown black, contamination (dust-like), (inconsistent with degraded sound abatement foam), in the iso port (international organization of standardization.) Unknown tan (dust like) contamination at the air inlet of the blower box. Unknown white dust-like contamination was on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box,. Unknown white (dust-like) contamination inside the bottom of the blower box. Black dust-like contamination (inconsistent with degraded sound abatement foam) on the inside of the bottom of the enclosure. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings there was 0 errors logged. Pil was not able to get care orchestrator information from device. Unknown contamination at the air inlet and the bottom of the blower box. Black specks in the bottom enclosure. Unknown white dust-like contamination was on top and bottom of the blower motor and the blower motor seal. In box h: device eval. By mfg? , evaluation method code grid, evaluation results code grid and conclusion code grid has been updated. Box d: device serviced by 3rdp? And date returned has been updated.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-21578. This report was submitted as a duplicate report of the previously submitted report.